Event description:
The customer went to md for follow up. The customer is very lean and has a lot of scar tissue. The customer tried a manual injection and customer's blood sugar level did not come down that much. During the call the customer reported that customer was hospitalized for high bgs and had ketones in urine. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives.